Event description:
It was reported by service report that the seat broke into two pieces and there were sharp edges. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Seat; seat support.